Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, cause was not established for blurry image. The most probable causes are due to some kind of stress such as damage or deterioration of parts, device incorrectly handled during reprocessing and interoperability problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a blurry image. There was no patient involvement.